Event description:
It was reported, the pt stated her ipg has been "difficult to recharge", and she has not been using the stimulator for the past 3 months. It was reported, the physician plans to replace the ipg so the pt can regain stimulation. No further info is available at this time.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.